Event description:
It was reported that the patient was revised due to pelvic lysis and dissociation of the liner from the shell.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: the journal article suggested that pelvic lysis and dissociation may have been due to back side wear of the implanted liner. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as the surgical technique. Attempts have been made to obtain additional information; however, no information has been received to date. Cause cannot be definitively determined. Review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.